Event description:
It was reported that the customer's insulin pump was damaged. The reservoir compartment and window were cracked. Her blood glucose level was 239 mg/dl. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Insulin pump received with: minor scratched display window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube, cracked belt clip slot, cracked lcd window, and cracked reservoir tube window.